Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right posterior tibial artery. A 2.0 mm x 220 mm x 150 cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.